Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance trend was rising. The battery voltage is stable at 2.79 and battery impedance increased to approximately 964 ohms. There is nothing in the device history to explain the increased impedance.

Event description:
It was reported that there was a dramatic drop in the longevity estimate since the previous visit approximately three months earlier. No settings had been changed and the impedances had been stable. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, lead, implanted: (B)(6) 2011. (B)(4).